Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures were successfully pre-placed, the sheath was upsized to a12f and the tavr was completed. Reportedly, it was noted when closing with the sutures of the proglide devices that there was no blood flow in the vessel as the sutures had grabbed the back wall of the vessel. It was unknown if the sutures of both proglide devices had captured the back wall or just one. The patient was taken for cut down surgery to repair the vessel and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.